Event description:
It was reported that the core impaction drill heated up during a procedure. A back-up device was used to complete the procedure successfully. There were no pt or user injures, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered within internal components. Corrosion can cause or contribute to the device overheating due to increased friction between rotating components.